Event description:
It was reported that the placing foley when retracting back the tip of the foley catheter broke. Unable to retrieve the piece, patient was referred for diagnostic testing and scheduled removal. Patient was in stable condition. It was noted that the given lot was ngkn2831. Per customer via phone on (B)(6) 2025, it was reported that while placing foley when they tried retracting back, the tip of the foley catheter broke. They were unable to retrieve the piece, causing injury to the patient. Patient was already in the hospital and patient was referred for diagnostic testing and scheduled removal. Sample is available and the address was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted per visual inspection, it was evidenced that the tip of the catheter had broken off. Therefore, the reported event is confirmed. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: foley catheter removal: to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the pllunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed, vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (eg, cleansing of the meatal surface during daily bathing or showering) is appropriate, leave folley catheter in place only as long as needed. Eo sterile. Sterilized using ethylene oxide. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip collection devices (fig. 1b). Bd vacutainer urine products can be used for collection, storage, and transport of urine specimens from a foley catheter. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. Swab surface of bard ez-lok sampling port with antiseptic (fig. 2) e.g., site-scrub ipa device which is an effective disinfecting agent for luer hubs. Using aseptic technique, position the collection device in the center of the sampling port, press the device firmly and twist gently to access the sampling port. (Fig. 3) if using bd vacutainer luer-lok access device (fig. 4), collect urine into the bd vacutainer tubes per hospital protocol. If using syringe, slowly aspirate urine samplle into syringe and transfer to collection cup or follow hospital protocol. After sample is obtained confirm, tubing is unkinked and urine is flowing freelly and is not obstructed. Discard collection device according to hospital protocol. Follow established hospital protocol for specimen labeling and transport to lab. Caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Singlle use only. Do not resterilize. For urollogicall use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base, they will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product labell and insert for any indications, bard, luer-lok and vacutainer are trademarks and/or registered trademarks of becton, dickinson and company. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the placing foley when retracting back the tip of the foley catheter broke. Unable to retrieve the piece, patient was referred for diagnostic testing and scheduled removal. Patient was in stable condition. It was noted that the given lot was ngkn2831. Per customer via phone on 21apr2025, it was reported that while placing foley when they tried retracting back, the tip of the foley catheter broke. They were unable to retrieve the piece, causing injury to the patient. Patient was already in the hospital and patient was referred for diagnostic testing and scheduled removal. Sample is available and the address was confirmed.